Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was more than 500 mg/dl and the sensor value was 250 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was not suspended due to sensor values and blood glucose difference. The insulin pump will not be returned for analysis.